Event description:
On (B)(6) 2025, the user reported that the connector broke, and the cartridge became stuck in the ilet. The user was later able to remove the damaged connector and resume insulin delivery. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.